Event description:
Per the clinic, the patient experienced an ear infection and an infection behind the ear in 2021 (specific date not reported). The patient was treated with oral antibiotics (specific date and duration not reported) and the issue has been resolved. The implanted device remains.